Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's diabetic ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
Cde (B)(6) at the (B)(6). Reported that the pt, who has a history of being in independent living for paraplegia, came into the hospital by ambulance with blood glucose measuring 606 mg/dl. He was diagnosed with diabetic ketoacidosis and treated with insulin injections (humalog and lantus) and IV fluids. Pt was still in the hospital at the time of her call with bg down to 109 mg/dl at 11:52 am. The cde did not have access to the product and history this time. She was asked to call back or have the pt call back when the product and history were available.